Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the axillary vein. A 10.0 x 80, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 16-18 atmospheres. However, when the balloon was inflated again at 14 atmospheres, the balloon ruptured and balloon parts separated. A 10french sheath was used to remove the device out and the procedure was completed. No further patient complications were reported.